Event description:
The customer received a questionable troponin t stat (tnt) result on their e411 disk analyzer. The patient's initial tnt result was 0.260 ng/ml accompanied by a data flag and it was reported outside the laboratory. The repeat result from the same analyzer was 0.010 ng/ml accompanied by a data flag. The customer considered the repeat result to be correct. The patient received a cardiac catheterization. Regardless of the tnt level, the patient's healthcare provider appropriately transferred her to a facility capable of performing a cardiac catheterization because of her ongoing chest pain, indicative of unstable angina, and EKG evidence of acute st segment elevation myocardial infarction. Since the patient received the procedure at another hospital, the impact to the patient is not known. The patient has since been discharged. The tnt reagent lot number was 16765901 and the expiration date was 04/30/2013. The field service representative found that the photomultiplier tube's (pmt) high voltage was running high. He adjusted the pmt high voltage down. He successfully ran performance testing.